Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during stenting of a stenosed section in the native sfa, a force increase was felt and the vascular stent could not be deployed. Another stent was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure due to the breakage of a force transmitting component. The condition of the returned device indicates the presence of high deployment forces. The images provided show that the target vessel was calcified. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the images revealed that the lesion site was calcified. The use of a 0.018 inch guide wire is considered another contributing factor to the reported event. The event also may be use-related as rough handling of the device can lead to friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". Furthermore, the IFU recommends the use of a 0.035 inch guide wire.